Event description:
It is reported that a customer's mother called to state that her son's drive support keeps popping put of the insulin pump. The patient's blood glucose level was unknown. The mother was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
The insulin pump was received with protruded and or loose drive support disk, cracked battery tube threads, reservoir tube lip, and minor scratched display window.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.